Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista instrument and resulted higher than the initial result. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse replaced qgard and progard packs and performed cleaning of water purification module (wpm). Fse also replaced aliquot probe sample and reagent 2 probes. Fse performed alignments and ran quality controls (qc) on two separate samples on glucose, albumin and calcium in replicates of 10. All results were within acceptable range. The cause of a discordant, false low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.